Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the zero p cage size 6 convex was detached from the plate after it was inserted into the patient's cervical spine between c5 and c6. The surgeon tried to fix it and re-insert it into the cervical spine three times but the zero p cage still easily detached from the plate. Patient is stable and without any harmful reaction. There was a surgical delay of twenty (20) minutes. This report is for one (1) zero-p convex h6 peek. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the zero-p implant was received in disassembled condition, both parts showing some sings of use, as scratches, dents and peeled of coating from use. Functional test: the device was re-assembled according the assembly instruction without any issues. The peek spacer has slight clearance when assembled as required. The devices stay in position during shaking, regardless which part is held in the hand. No loosening can be observed, the fell apart condition cannot be replicated with the assembled devices. Summary: our investigation has shown, that the complaint condition could not be replicated and therefore this complaint will be rated as unconfirmed. The performed evaluation did not identify any product related issue, the device could be easily re-assembled and did stay in position after assembling as required. This lot of 8 pieces was manufactured in december 2018, all devices are distributed and we are not aware of any other complaint for this part- and lot number combination. It can only be assumed that the device was exposed to unintended torsional forces between plate and spacer during handling.during the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Because the complaint condition could not be replicated the in the investigation flow listed remaining investigation steps are not required according our procedure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected h3, h4, h6: a device history record (DHR) review was conducted: part: 04.617.136s, lot: 2l48611, manufacturing site: mezzovico, release to warehouse date: 06. Dec. 2018, expiry date: 01. Nov. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure was successfully completed with the use of new implant.